Event description:
Pt seen at about one month follow-up. No evidence of abnormality. One month later right ventricular lead (3830) faulted to capture. Chest x-ray demonstrated tip out side cardiac silhouette. Lead removed and another inserted. No complications resulted from event, but repeat surgery.